Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system on-site and confirmed that the machine was not switching on. During troubleshooting, the philips engineer found that the power of fd detector was failed and checked the oil level and found it was ok. The fse reset all detector connections. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not turning on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.